Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The reason for therapeutic ivtm was subarachnoid hemorrhage. The console (s/n:(B)(4)) alarms was discovered after initiating therapy and following the temperature (t1) error message displayed into stand by mode. The t1 error message could not be cleared. The patient temperature probe was disconnected. The second console (s/n: (B)(4)) was replaced but the console repeatedly turned itself off and then would not turn on at all. The third console was replaced and the therapy was continued and completed with the third console. The patient was discharged from hospital to ltac.

Manufacturer narrative:
Thermogard xp ivtm system s/n: (B)(4) was service at customer's site. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for thermogard xp IV system with serial number (B)(4). Functional testing was performed and the raceway and the rotor were found to be damaged. After replacing the raceway and rotor to remedy the reported complaint, the system passed all final functional testing criteria. In summary the customer's reported complaint was confirmed during functional testing. The root cause was determined to be damaged raceway and the rotor. Customer's site.